Manufacturer narrative:
No causes or potential causes of the customer's reported problem were found during the device history record (DHR) review. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump to be in good physical condition. A review of the event history log identified motor rate error. During functional testing using the flow test, the reported issue of motor rate error was duplicated. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced the stepper motor and moved the pump into the loaner pool.. This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.

Event description:
It was reported that the pump exhibited an out of box failure, motor rate error. No patient injury or involvement was reported.